Event description:
A site representative reported that, while in a spinal fusion procedure the surgeon alleged the navigation system was inaccurate. The surgeon alleged the navigation system was off by approximately 5 millimeters. There was a delay of approximately 20 minutes to the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient sex not available from the site. A medtronic representative, following up with the site, reported that due to small spinous process anatomy of the patient, the doctor chose to use ioban around the patient's hips to secure the reference frame to the patient. The medtronic representative noted that due to the sticky surface of the ioban, the drape was pulling on the ioban and any manipulation of the drape caused manipulation of the reference frame. This information was discussed with the surgeon who acknowledged that this was an off label use case. The IFU, provided with the instrumentation, warns: "do not move the patient in relation to the reference frame after image acquisition and registration. Moving the patient in relationship to the reference frame after image acquisition can cause inaccurate navigation during surgery." On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.